Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements and low p-wave measurements. Technical services (ts) discussed a lead revision procedure versus increased outputs. A lead revision procedure will likely be scheduled for the near future. No adverse patient effects. Our records indicate this lead remains implanted. If additional information is received, this report will be updated.